Manufacturer narrative:
Device evaluated by manufacturer: the catheter sheath was torn/split approximately 92cm from the strain relief. No additional visual issues were noted. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out, no issues were noted with the unit handshake connectors. The burr was microscopically examined. No issues were noted with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, sheath damage occurred. The 90% stenosed lesion was located in the moderately calcified middle left anterior descending (lad) artery. While checking the rotational speed prior to use, the sheath of the 2.00mm rotablator rotalink burr was fractured and was leaking with saline. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Event description:
Describe event or problem: it was reported that during preparation for a rotational atherectomy treatment procedure, sheath damage occurred. The 90% stenosed lesion was located in the moderately calcified middle left anterior descending (lad) artery. While checking the rotational speed prior to use, the sheath of the 2.00mm rotablator rotalink burr was fractured and was leaking with saline. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).